Event description:
It was reported a red alert was received due to high out of range shock lead impedances measuring 130 ohms on this right ventricular (rv) lead. Technical services discussed troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.